Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was a cleared power on reset (por). The patient did not charger their battery for an extended period of time. The por screen was received when connecting the implantable pulse generator (ipg) with the 8840. The patient's status at the time of this report was 'alive - no injury'. No surgical intervention was planned. If additional information becomes available, a follow-up report will be submitted.